Manufacturer narrative:
The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted in the right eye (od) due to distance vision was not good and near vision is ok, the worst at night, with bad glare and halos. New cobweb floaters reported 2 weeks after surgery and flashes were very frequent and very distracting. Vision is still foggy. Patient feels very uncomfortable driving. Pre-operative (op) was 20/40 and post-op is 20/40. Mild corneal swelling remains, no edema on mac optical coherence tomography (oct). It was discussed with the patient that blurred visual acuity (va) is anticipated to improve as eye heals with residual nearsightedness noted. There was an incision enlargement during the explant. There was no patient injury. Another johnson & johnson dib00 lens (different model and lower diopter) was implanted as a replacement. The patient is doing great post-operatively. No additional information was provided.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes . Returned to manufacturer on feb 1, 2022 . Section h3. Device evaluated by manufacturer? Yes . Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the complaint lens was received cut in half, which is consistent with a lens that was handled during explant. The lens was cleaned, and no issues related to or could have contributed to visual issues were observed. Based on the return condition of the lens, the complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed one additional complaint folder was received for this po. However, complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.